Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that stored non-sustained lead noise episodes were observed via (B)(4) transmission. Oversensing on the far field discrimination channel was also noted. The device was reprogrammed and will be monitored.